Manufacturer narrative:
The device was returned and evaluated. The nature of the event is unknown.

Event description:
Customer's daughter alleges the scooter tipped over on top of her, resulting in injury. She was driving the scooter in the house.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued if more information or the device become available.

Event description:
Customer's daughter alleges the scooter tipped over on top of her resulting in injury. She was driving the scooter in the house.